Manufacturer narrative:
(B)(4) - cartridge the analysis results found that the tcr10 reload was received with the reload forks damaged and fully loaded with staples. No functional test was performed. This damaged is consisted with an improper loading technique. Please reference the instruction for use for proper cartridge loading. Event could not be confirmed as no device was received for analysis. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open unknown procedure, a tlc10 loading the tcr10 was locked out at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.